Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had fractures near arrow keys and sometimes stopped during rewind. It was reported that the insulin squirting during priming and buttons were sticking. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomalies, low battery test alarm, failed battery test alarm, rewind and no excessive no delivery/occlusion alarm due to unresponsive button. The motor was tested outside of the device and passed. No unexpected rainbow screen anomalies noted. However, keypad flattened button dome switch (creased) was found on esc, act and up. Insulin pump received with cracked case at the display window corners and cracked lcd window. (B)(4).